Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# va0kyhy, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-33, lot# va0kyhy, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient wanted to speak to their manufacturer representative but they had lost their phone number. The manufacturer representative set the program 4 days ago on program 1 at 2.4v and they could feel stimulation. It was noted that the patient had their implant 4 days ago and they were experiencing some issues. The manufacturer representative told them they should feel stimulation in the genital area but they felt stimulation in butt and butthole area. It was stated that the patient wanted to know if it was normal to feel stimulation there. The patient was getting relief yes and no and the sensation was bugging them and they had a burning sensation in the rectum area and switched the setting 3 days ago to 2.8v on program 1. It was reported that the patient switched to program 4 at 1.5v yesterday but this morning they were leaking again so they switched back to program 1 at 2.8v and was keeping track of the setting. The patient noticed when they adjusted the stimulation they felt the intensity for about 2 minutes then the sensation went away. It was noted that the patient was not sure if they were getting relief when they adjusted stimulation. The patient was in a motorcycle accident and their bladder got messed up. It was stated that the patient thought it was weird that for 2 minutes they felt stimulation and then they didn¿t feel stimulation. The patient was concerned that maybe the lead was doing what it was supposed to do but then after the 2 minutes it was shutting down. It was noted that right now the patient was not feeling stimulation at program 1 at 2.8v to 3.0v.